Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have broken blade at the middle of the blade. A piece approximately 8 mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Further inspection revealed no signs of missing parts. Components adjacent to this broken blade did not show damage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade was found broken on the harmonic ace instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.